Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, stent thrombosis, revascularization). (B)(4).

Event description:
During index procedure the patient had one endeavor rx drug-eluting stent successfully deployed at the obtuse marginal. Approximately 42 months post index procedure patient underwent revascularization and a resolute integrity drug-eluting stent was implanted in the lad. The investigator confirmed that this event was not related to the study stent and the patient recovered with treatment. Approximately 2 weeks post implantation of the stent in the lad patient suffered an mi and stent thrombosis. This was treated with a thrombectomy and revascularization with 3 non-medtronic stents implanted in the lad. The investigator has indicated that the event is not related to the study stent and the patient recovered.